Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was unable to power on under ac power and with the customer's battery. However, the device was able to power on using a test battery. Stryker replaced the eos and power pcb from the power module to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed eos and determined the cause of no ac operation, and no dc battery charge was due to a shorted capacitor on the eos. The cause of the no dc operation could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.